Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend instrument worked for a while and then they noticed that every time the surgeon would clamp the tissue and activate the pedal, the instrument would flinch upward slightly. The upward movement occurred every time the instrument was activated. Per customer no patient harm occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeons head was inside the surgeon's console and while attempting to manipulate instruments. The failure was not related to the inability to move the instrument at all. While the surgeon moved the instrument the instrument acted appropriately and only occurred when the vessel sealer was activated. During regular movement, the instrument moved appropriately however when activated the instrument would twitch/flinch/jerk. The jaws would flinch/twitch/jerk minimally and always in the same direction. The intended direction was to stay in the same position during activation of the vessel sealer. The minimal twitching was observed every time. No shakiness or friction was observed during regular movement or manipulation, the unintentional movement only occurred when the vessel sealer activation was started. There was no instrument to instrument or arm to arm interference. No external collisions between system arm and or external equipment or staff. The issue was persistent from the beginning to the end of the case. The surgeon was aware of the issue but did not request a new handpiece. The case was completed with the same instrument. The drape is not available for return. No injury to the patient as a result of the event. The instrument was inspected prior to use with nothing noted out of the ordinary. The instrument was sent in to isi for evaluation. No photos or videos are available for review. No specific time noted as the issue occurred throughout the entire procedure from start to finish.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm and reproduce the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed cut and seal test. No failures were found in logs. The instrument was fully functional. No product issue was identified.